Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2014, sic up to 17342, indicating nonphysiologic oversensing. Episode data cleared in current save to disk. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert. Rv lead integrity warning occurred (B)(6) 2014 for sic greater than thirty in three days and also for high rate nst events. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. On (B)(6) 2014, rv bipolar lead impedance measured 4047 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) occurred. The rv lead had noise and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.